Manufacturer narrative:
E1: initial reporter address: (B)(6). The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the twist clamp of the minicap extended life pd transfer set was unable to close; further described as ¿it cannot be closed." This was observed prior to use of the device for peritoneal dialysis (pd) therapy. There was no patient involvement. No additional information is available.

Manufacturer narrative:
H10: the device was received for evaluation. A visual inspection with the naked eye noted a twist clamp not aligning with main body notch. Functional testing including leak and clear passage testing were performed with no issues noted. Clamp function testing failed due to the twist clamp not aligning to the main body notch not allowing the clamp function to fully close. Torque engagement testing could not be performed due to twist clamp not aligning to the main body notch. The reported condition was verified. The cause of the condition was due to issues during the milling process of manufacturing. A batch review was conducted and there were no deviations found related to this condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.